Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a faulty cassette not attached error before infusion. No patient injury was reported.

Manufacturer narrative:
Additional information received and attached on 23-sep-2022 via email: the unit failed during preventive maintenance procedure and not during patient use. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: corrections: d4: catalog number: 21-2120-0104-01; model number: 2120.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was duplicated during the investigation as, after having performed the functional tests, it was found that the downstream occlusion sensor is inoperable which caused the calibration failure and the (cassette not attached) alarm. Root cause of the reported issue is unknown, but the downstream occlusion sensor was found to be inoperable. Replace the downstream occlusion sensor and upstream occlusion sensor. A nonconformance report (ncr) was created to address the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.